Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Previous medwatch submission noted, right side rupture. Healthcare professional reported, that device was found intact upon explant. Healthcare professional, additionally reported, right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Previous medwatch submission noted, rupture. Healthcare professional reported, that device was found intact upon explant. Hence rupture is being unreported.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/04/2024.

Event description:
Healthcare professional reported right side rupture. Healthcare professional reported device found intact during explant, capsular contracture baker grade iii was found. Device has been explanted.